Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
It was reported the patient heard a "pop" in their back this morning and were in a lot of pain. An MRI was done and the pump needs to be read post MRI. The pump was delivering bupivacaine and dilaudid. Additional information has been requested but was not available at the time of this report.